Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated he began feeling sick after eating. The customer stated he attempted to treat with the insulin pump and he also changed the infusion set and insulin vial, but the customer started vomiting. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer did not have a tubing clamp to perform the high pressure test. The insulin pump did pass the self test.